Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one endo gia* ultra universal short stapler and one endo gia* 45mm articulating vas cular/medium reload. Initial visual inspection of the instrument noted no abnormalities. Visual inspection of the cartridge revealed that the reload had a full staple complement. Functionally, the instrument was loaded with an endo gia* roticulator* 60-3.5 sulu. After initial clamping, the instrument could not be cycled. An access hole was cut into the instrument body for visualization of the firing rack, and the first row of teeth sheared was observed on the firing rack. The reload was cycled without hesitation, and was applied to test media with proper transection and staple formation. Functional testing confirmed the safety interlock feature successfully prevented the reload from cycling again. Visual and functional testing of the returned product confirmed the product did not meet specifications that were tested regarding the reported condition due to the first row of teeth sheared. The reported condition was confirmed. Replication of the sheared teeth, bowed anvil, and buckled knife bar conditions shows that this issue can occur if firing over tissue that is beyond the recommended thickness range or firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. " preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. The investigation identified the root cause of the issue to be misuse of the device. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that an issue occurred during use of the device in a lobectomy. During the initial firing for the pulmonary parenchyma, when the surgeon started to squeeze the handle, the firing was not as smooth as usual. The surgeon checked the staple line. No problem was observed, but for the next firing with a vessel, the device was changed to a new one. The procedure was completed. No patient injury occurred or medical intervention was required.